Manufacturer narrative:
If additional info becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. Cat# 6051-0525s, lot# mjk0y0, description: secur-fit max. Cat# 6051-0625s, lot# mjn2lt, description: secur-fit max. Cat# 6051-0730s, lot# mjjrd6, description: secur-fit max. Cat# 6051-0730s, lot# mjm8l7, description: secur-fit max. This is the same pt/event as MFR# 2249697-2011-01333 and 01334.

Event description:
After medullary canal reaming and rasp until reach appropriate size, everything is ok but when we insert securfit stem, the femoral bone crack along femoral shaft every cases. We use omniflex broach catalog no. 1112-0305m, 1112-0406m, 1112-0507m with secur-fit max catalog no. 6051-0525s, 6051-0625s, 6051-0730s respectively.